Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the end of the patient line which had disconnected from the catheter. The cycler experienced a patient line is blocked message in fill 1 of pd treatment, after which the fluid leak was discovered from the disconnected patient line. After the fluid leak was discovered, treatment was cancelled. The cause of the disconnected patient line was unknown. The patient confirmed that there were no issues with their catheter and stated that they secured the patient line to their catheter prior to treatment. It was reported that an alternate treatment option was available. Upon follow up, the patient stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the day of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. No fluid came in contact with the cycler. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the end of the patient line which had disconnected from the catheter. The cycler experienced a patient line is blocked message in fill 1 of pd treatment, after which the fluid leak was discovered from the disconnected patient line. After the fluid leak was discovered, treatment was cancelled. The cause of the disconnected patient line was unknown. The patient confirmed that there were no issues with their catheter and stated that they secured the patient line to their catheter prior to treatment. It was reported that an alternate treatment option was available. Upon follow up, the patient stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the day of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. No fluid came in contact with the cycler. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.